Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilation. During first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.